Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the dcps power supply. The device was returned to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is appearing error as geometry movement being partially available. Upon functional testing, the fse found that the dc power supply was defect. To resolve this issue, the philips engineer replaced dc power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.